Manufacturer narrative:
Initial reporter name and address: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, several (4) ngage nitinol stone extractor were unable to be opened and/or closed when handing the device. No devices were put through a working channel of a scope. The devices were being tested prior to use. No patients had the device delivered through a scope, therefore there was no patient outcome to note. New baskets were opened, and the procedures were able to proceed as planned.

Manufacturer narrative:
Summary of event: as reported, an ngage nitinol stone extractor was unable to be opened, but would not close. The procedure being performed was a ureteroscopy with laser lithotripsy. The device was tested prior to use, and was not put through the working channel of a scope. A new basket was opened and the procedure was able to proceed as planned. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. This issue occurred in three separate cases on different dates (reference MDR numbers: 1820334-2022-01366 and 1820334-2022-01367 for the other two cases). Corrected information: h6 (annex g) investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The complaint device was returned in an open pouch with the tray. The device had some bends/kinks on the basket sheath, however, the basket would open/close when the handle was actuated. A review of the device history record found no non-conformances related to the reported failure mode. A search of complaint history found 2 other complaints (MDR numbers: 1820334-2022-01366 and 1820334-2022-01367) on the reported lot. However, the basket manufacturing process is individual in nature and multiple complaints from the same lot was not sufficient evidence that there is a common issue that affects other devices from the lot. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: important: excessive force could damage device. Based upon the available information and results of the investigation, cook has concluded that the cause of the reported issue could not be determined. Since the laboratory conditions do not exactly replicate those during use, it was assumed the device did not close as reported. The likely cause of the inability to open/close the basket was that the observed basket sheath damage was preventing the basket assembly from moving freely within the basket sheath during use. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available but inadvertently omitted from the previous medwatch report: the procedure being performed was a ureteroscopy with laser lithotripsy. The basket was able to be opened, but would not close. This issue occurred in three separate cases on different dates (reference patient identifiers (B)(6) for the other two cases). The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.